Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search, medical review. Results: visual inspection of the returned product found small tears on one haptic. Lens was returned on liquid. A lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the icl vaulted excessively after implantation which led to increased iop and narrowing of the angle. The icl was removed which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens in the patient's right eye. The lens was implanted and was noted to be excessively vaulted associated with increased iop and narrowing of the angle. One day post surgery, the pi was enhanced with a yag with no relief. The lens was removed two days after surgery. No other lens was implanted.